Event description:
Information was received indicating that the cadd solis vip pump failed accuracy by -15.60 percent. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The technician performed three separate delivery accuracy tests. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of plus or minus 6 percent. It's recommend to install software as preventive measure.